Event description:
It was reported that the patient had a motor stall, confirmed by telemetry, noted in the event logs with no motor stall recovery documented in the event log. The motor stall was caused by the patient having an MRI at 1542 on (B)(6) 2010. The drug, dosage and concentration were unknown. Patient's status was unavailable at the time of report. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).